Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 1/9/2020. Additional narrative: it was reported that the patient underwent a mesh removal on (B)(4) 2011. It was reported that the patient experienced multiple adhesions, and recurrent incisional hernia. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.